Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel tortuosity and calcification were slight. 28 months post stent graft implantation a request for a talent aortic cuff was requested. The CT demonstrated that the proximal portion of the stent graft has migrated distally from 7.1 mm from the lower left renal artery to 17.5. 41 months post stent graft implant and on the most recent CT the stent graft has migrated to 21 mm. The aortic neck has had disease progression with expansion of the aortic neck to 29 + mm. The patient is not a surgical candidate due to patient's age. Health status and co-morbidities. The physician implanted a talent aortic cuff. No additional clinical sequelae were reported.